Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cs100 intra-aortic balloon pump (iabp) was showing electrical test failed #50. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. He states, checked and found that the unit is showing below error message. Error message: electrical test failed code # 50. Work done: we have observed some abnormal sound from the compressor when we switch on the unit. Then we have switched off the unit and opened the compressor motor and found some friction during rotation. We have cleared the friction and refixed the compressor properly. Now the problem has been rectified. Unit is working satisfactorily. Unit is handed over to the customer in working condition.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h11. Corrected fields: h6 (problem code, investigation findings), h8.